Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no similar incident reported from this lot. The reported patient effects of dyspnea and mitral regurgitation (mr), as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. Based on all available information, a cause for the reported single leaflet device attachment/slda could not be determined. The patient effects of dyspnea and mr are cascading events of reported slda. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation.investigation is not yet complete. A follow-up report will be submitted with alladditional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure performed on (B)(6) 2019 to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr from 4 to 1. Imaging was challenging due to imaging equipment and imager. On (B)(6) 2020, the patient presented with dyspnea. Echocardiogram was performed, which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 4+. A second mitraclip procedure will be scheduled in the near future. No additional information was provided.